Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. During preparation of a 2.50 x 16 synergy¿ drug-eluting stent, it was noted that upon removal of the stent protector, the stent remained attached on the stent protector.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged with struts in the centre bunched and overlapping. As the delivery system was not returned with the stent, analysis on the balloon crimp markings as well as individual assessment of the catheter could not be performed. The damage most likely occurred due to handling during removal of the stent protector. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. During preparation of a 2.50 x 16 synergy¿ drug-eluting stent, it was noted that upon removal of the stent protector, the stent remained attached on the stent protector.